Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late, and rupture.

Event description:
Healthcare professional reported left-side capsular contracture baker grade IV, rupture, "radial folds and thickening of the fibrous capsule", cysts, "peri-implant fluid" and "inflammatory reactions." The device remains implanted.

Event description:
Healthcare professional reported left-side capsular contracture baker grade IV, rupture, "radial folds and thickening of the fibrous capsule", "peri-implant fluid" and "inflammatory reactions." Healthcare professional reported cysts (not device related). The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left-side capsular contracture baker grade IV, rupture, "radial folds and thickening of the fibrous capsule", cysts, "peri-implant fluid" and "inflammatory reactions" diagnosed via MRI. The event of "cysts" is not device related. Later, patient reprsentative reported "severe pain in breast and some lumps in certain places." The has been explanted.

Manufacturer narrative:
Correction to aware date of initial medwatch. Aware date should have been listed as 20/mar/2024.